Event description:
The reperfusion catheter was removed from the patient and immediately was noticed that the catheter was kinked. Upon closer inspection the support wire within the catheter was stripped back and exposed outside of the catheter.